Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a rvtip to rvcoil pacing impedance out of range alert triggered for the right ventricular (rv) lead due to a low impedance measurement. There was also a high rvthreshold alert that occurred the week before. It was also noted that there is varying rv capture thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.